Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: the black box started on (B)(6) 2016. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient had blood glucose (bg) reading of 290 mg/dl with vomiting, extreme thirst, nausea, and large level of ketones. It was reported that the patient received insulin via injection per advice over the phone from health care provider at the hospital. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Customer support reviewed the basal and bolus deliveries with the reporter and determined that they were correct and as programmed. Review of potential causes for bg issues revealed that the patient had sign/symptoms of illness unrelated to the bg issue, and the basal/temporary basal settings were incorrectly programed. The patient was referred to consult with health care provider regarding diabetes management issues. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the basal program(s) were incorrectly set.